Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller on troubleshooting steps, which did not resolve the issue, ultimately leading to the decision to replace the pump. The caller was advised to use multiple daily injections as a backup therapy and informed about receiving a pump with updated software. A replacement pump was shipped to the customer, who was instructed to return the malfunctioning pump within 10 days.